Manufacturer narrative:
The device was not returned. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: pseudoaneurysm. It was reported that a technician in-training achieved arteriotomy closure of the right common femoral artery using the starclose se device after an interventional procedure. Two days after the procedure the pt developed a pseudoaneurysm. The pt's hemoglobin dropped from 11 to 5 and 6 units of blood were given. Surgical repair of the groin was required and the pt is reportedly doing fine. There were no other reported adverse pt effects. Though requested, no add'l info was available.